Event description:
It was reported that an angio-seal was implanted post interventional procedure. The pt ambulated for the first time, the next morning. Approximately 4-6 hours after ambulation, a pop was felt in the groin. A CT scan revealed retroperitoneal bleeding. Pressure was applied and no other intervention was needed.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. Two paper images were received with the incident complaint. The images are labeled with female and birthdate. Both images represent an introducer sheath injections of a contrast medium. The lower arterial vessels are seen with the femoral head in the lower aspect of the image. The two different projection reveal the arteries with contrast and a contrast enhanced bladder. There were no right or left markers on the images. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.